Manufacturer narrative:
On july 18, 2023, the mentor failure analysis lab received the device for evaluation. On july 19, 2023, mentor became aware that information received on june 27, 2023 regarding devices were found intact upon removal on (B)(6) 2023 was inadvertently missed under previous submission. Hence, field h6 for device problem code has been updated to "adverse event without identified device or use problem" on this form. Reason for device explant and/or reoperation: left breast pain on (B)(6) 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.  Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) both devices were intact upon removal information was missed under previous submission.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and breast pain. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old caucasian female patient underwent primary breast augmentation with 475cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture, and bilateral breast pain postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. It was reported that the patient felt pain after mammogram. As a result, the devices will be explanted on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On july 6, 2023, mentor became aware that the replacement devices used on (B)(6) 2023 were catalog number shpx650; serial number (B)(6) on the left side, and catalog number shpx560; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).